Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a post procedure check. Device interrogation revealed that the right ventricular lead had high capture threshold, lowing sensing, and a drop in impedance. Patient was scheduled for lead repositioning. Patient was stable throughout event.

Event description:
New information noted that the lead was repositioned. Patient was stable post procedure.